Event description:
Report received from (B)(6) stating that the device "bearing is broken." The device was not being used during surgery. It is unk if a delay in surgery occurred as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "bearing is broken" was confirmed. During service, the device failed the ore-repair diagnostic assessment cutter insertion test and it was noted "bearings damaged." If add'l info becomes available a supplemental report will be submitted. Ref: (B)(4).